Manufacturer narrative:
Analysis of the catheter revealed the catheter has significant twisting that may have affected infusion and damage to transition tube. There was twisting observed on the catheter body. A kink was also observed at the locations where the twisting was seen. During pressure testing in the lab the kinked area would occlude when the catheter was bent to a narrow radius. Also damaged was seen on the transition tubing. Likely due to the twisting.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving bupivacaine 10mg/ml at 0.515mg/day via an implantable pump. The indication for use was non-malignant pain. The reporter was called to the operating room (or) for a possible flipped pump. Upon opening up the pocket it was observed the pump was indeed flipped but the catheter was also very twisted, broken off of the sutureless connector and tied in a knot. The catheter was not patent or leaking csf (cerebrospinal fluid). Further catheter inspection revealed the spinal segment was intact and not twisted. 33.5cm of the old catheter was removed and 21mc on new pump segment was added. The pump was re-inserted with extra anchoring sutures to the facia. The issue was identified by "possible twiddler". The diagnostics included x-rays. The interventions were a catheter revision and the pump was re-secured. The patient status at the time of the report was noted as alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.